Event description:
It was reported to nova biomedical that a consumer's test strips during troubleshooting tested in an acceptable range. Yet produced two back-to-back blood glucose results that were determined to be clinically significant. The test strips will be returned for eval.

Manufacturer narrative:
Nova biomed awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.